Manufacturer narrative:
Additional information was added to h3, h6 and h11. H11: the device was received for evaluation. A visual inspection with the naked eye noted the silicone tubing was separated from the female connector resulting in a leak. There was evidence on the inside of the tubing that the female connector was previously assembled to the tubing. The reported condition was verified. The cause of the condition could not be determined; however, the assembly between the female connector and the tubing / bushing is a friction fit and not a solvent bond. A strong tug on the tubing or female connector could cause the separation. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the tubing and the twist clamp of the minicap transfer set which resulted in a leak. This was observed during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event, however the patient was given a one time dose of intraperitoneal antibiotics. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.